Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during skin closure on a laparoscopic procedure, at the moment she reached the end to make the knot, the needle thread was cut, leaving it in the patient's skin, causing the incision to be extended a little more to make removal of the needle. The skin was closed with the same suture from different lot. No patient injury.